Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.